Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: pool of fluids noted under pole, and nurse noted dripping. There notable tear noted in tubing itself. No information on medication that was infusing or how long the tubing was in use. There was not an adverse patient event reported.

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: pool of fluids noted under pole, and nurse noted dripping. There notable tear noted in tubing itself. No information on medication that was infusing or how long the tubing was in use. There was not an adverse patient event reported.